Event description:
It was reported that the 9800 system c-arm will intermittently display an iris pot error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the high voltage cable and the fluoro function pcb. Components replaced and collimator calibration completed. The system was tested and found to be working as intended and placed back into service.